Event description:
The below report was received by health authority aemps (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device breakage ("they have not been able to completely extract the left essures, the right one did come out completely, but the part that stayed inside") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("not been able to completely extract the left essures"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically important), device dislocation ("since it is known that essure migrates"), anger ("anger"), fatigue ("tiredness"), headache ("headaches continued"), heavy menstrual bleeding ("bleeding has increased / I got my period the first month with essure"), dysmenorrhoea ("periods are very painful/ periods are very painful"), pain of extremities ("four main extremities ached"), pains in legs ("my legs hurt a lot at night"), rash ("I have two or three rashes on my face around my eye") and depressed mood ("sadness"). The patient was treated with surgery (removal surgery on (B)(6) 2022). The reporter considered fatigue to be related to essure administration. No causality assessment was received for essure with regard to anger, headache, heavy menstrual bleeding, dysmenorrhoea, pelvic pain, pain of extremities, pains in legs, device breakage, rash, depressed mood or device dislocation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority aemps (reference number: (B)(4)) on 20-dec-2022. The most recent information was received on 03-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device breakage ("they have not been able to completely extract the left essures, the right one did come out completely, but the part that stayed inside") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device removal failed ("not been able to completely extract the left essures"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically important), device dislocation ("since it is known that essure migrates"), anger ("anger"), fatigue ("tiredness"), headache ("headaches continued"), heavy menstrual bleeding ("bleeding has increased / I got my period the first month with essure"), dysmenorrhoea ("periods are very painful/ periods are very painful"), pain of extremities ("four main extremities ached"), pains in legs ("my legs hurt a lot at night"), rash ("I have two or three rashes on my face around my eye") and depressed mood ("sadness"). The patient was treated with surgery (removal surgery on (B)(6) 2022). The reporter considered fatigue to be related to essure administration. No causality assessment was received for essure with regard to anger, headache, heavy menstrual bleeding, dysmenorrhoea, pelvic pain, pain of extremities, pains in legs, device breakage, rash, depressed mood or device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.